Event description:
It was reported, "plastic has cracked in augments."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same event as the following MFR numbers: 2249697-2010-01050, -01051, -01052, -01053, -01054, -01055, -01056, -01057, -01058, -01059, -01060, -01062, -01063, -01064, -01065, -01066, -01067, -01068, -01069, -01070, -01071, 01072, -01073, -01074, -01075 & -01076.